Event description:
It was reported in a general comment that the balance middleweight universal ii guide wire gets caught and unravels when used with trek and trek neo balloon dilatation catheters (bdc). The devices get stuck and have to be removed together and the lesion has to be re-wired. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulty could not be determined. Possible factors that may contribute to resistance with the guide wire may include, but are not limited to, device placement technique, introducer sheath support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the catheter. A conclusive cause for the reported complaint could not be determined since the device or component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event/procedure is estimated. D4: the UDI is unknown as the part and lot numbers were not provided. The additional devices referenced in b5 are filed under separate medwatch report numbers.